Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).

Event description:
An optometrist reported a pt who reported dry eyes seven months following photo refractive keratectomy (prk). Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.